Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error was due to a liquid invasion that entered the device through the cracked connector. Additionally, the liquid invasion caused electrical parts to become damaged. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image¿. The event can be prevented by following the instructions for use which state: ¿do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer, the evis lucera elite colonovideoscope presented an e315 scope error message (no image). The issue was detected during inspection at reprocessing. The intended diagnostic enteroscopy procedure was completed with a loaner scope with no surgical delay. No patient injury reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The e315 error message occurred due to liquid intrusion and corrosion of the electrical connector. The light guide connector was cracked and leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.